Event description:
The hcp reported that the patient's interstim implantable device system was explanted due to loss of stimulation following an MRI procedure. Intraoperative testing revealed inconsistent high impedance readings with both implanted leads. The ipg was also noted to be near the end of battery life.

Manufacturer narrative:
(B)(4). Final analysis revealed all four conductors are broken in between the marker band and most proximal tine - 4.9 cm from the distal end.